Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. The lead was explanted using gentle traction and was replaced four days post-implant. No additional adverse patient effects were reported. The explanted lead was not returned for analysis.